Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that for 2 nights in a row a secondary infusion of mucomyst (104 mg/kg) on the same patient infused within 12 hours instead of the expected 16 hours with 200ml remaining to be infused according to the pump even though the bag was empty. The medication was prescribed as n-acetylcysteine a 3 bag protocol: 150mg/kg over 1 hour, 50mg/kg over 4 hours, 100mg/kg over 16 hours. The primary infusion was 1000ml of 0.45% sodium chloride. There was no patient harm.

Manufacturer narrative:
The customer¿s experience with an infusion of mucomyst (acetylcysteine) which was programmed to infuse for a duration of 16 hours infused within 12 was confirmed in the pcu event log. Physical inspection of the device found no issues. The pcu event log recorded a primary infusion of drug ID 7 (acetylcysteine/mucomyst) on (B)(6) 2018 at 9:06 am. The infusion was programmed for a rate of 60.125ml, vtbi 962ml and a duration of 16 hours. The infusion was started and infused for approximately 11 hours. The infusion stopped when the lvp alarmed with ¿air in line¿. The source lvp was then channeled off. The calculated volume infused was 701.43ml the pcu event log recorded a primary infusion of drug ID 7 (acetylcysteine/mucomyst) on (B)(6) 2018 at 5:18 am. The infusion was programmed for a rate of 60.125ml, vtbi 962ml and a duration of 16 hours. The infusion was started and infused for approximately 5.5 hours. The user programs 2 delays for 40 minutes and channels the source device off which is followed by the pcu powering down. The total volume infused is 322.316ml. The pcu is powered on at 1:53 pm, the source lvp is selected and the previous programmed infusion of drug ID 7 (acetylcysteine/mucomyst) is restored. The source lvp infuses for approximately 6 hours and alarms for ¿air in line¿. The source lvp is channeled off, which is followed by the pcu powering down. The total volume infused 710.757ml functional testing was performed and no issues were observed. Rate accuracy was performed on the source lvp; it was operating within specification. The incident administration sets were not returned for investigation. The root cause of the customer¿s complaint that an infusion of mucomyst (acetylcysteine) infused faster than expected, was not identified in this investigation.